Event description:
It was reported that "the pump goes back to previous screen unexpectedly." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.